Event description:
"Duodenal polypectomy performed, setting on erbe machine was at MFR's default setting of 60 watts coag. MFR's recommendation for setting for polypectomy is 15-30 watts. Setting adjustment not made prior to use. MFR has had the machine coag default setting changed to one (the lowest possible setting.)"